Manufacturer narrative:
Results: a lens work order search was performed and no similar complaint was found.

Event description:
The reporter stated the surgeon observed very fine white powder-like substance in an sfc-45 fp cartridge, after having loaded a -7.5 diopter micl 12.6 implantable collamer lens. There was not patient contact. See MFR report # 2023826-2008-00999.